Event description:
Customer reported an overload fault during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, snubber board and generator driver pcb. System operates as intended.